Event description:
Report received from the study indicated that 6 months post implant, a stent fracture was detected. The target vessel was the left superficial femoral artery (sfa). There was 90% stenosis present. A contralateral approach was made to the lesion. The lesion was de novo and the vessel was not tortuous however, the lesion was calcified. The lesion location was 150mm above the patella. Total lesion length was 130mm of which 100mm was occluded. Reference vessel diameter was 5mm. The lesion was predilated and it was reported that an intentional dissection was made to rupture the plaque. The percentage stenosis after predilation was 80%. Two smart stents (6x80mm and 6x60mm) were implanted the left proximal sfa. Stents were post dilated and after dilatation there was 0% residual stenosis and no evidence of dissection. During the same intervention the iliac artery and femoral artery were also successfully treated.

Manufacturer narrative:
During the 6 months follow up a stent fracture was detected on the 2nd stent (c06080sv). This was a type I fracture. No binary restenosis of occlusion was seen (dus) (stenosis 45%). Treatment was not planned for this fracture. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. Medication at baseline: ca2+ antagonists, statins and clopidogrel. Angiotensin ii receptor antagonist. Oral antidiabetic and proton pump inhibitor. Twenty four hours prior to procedure, the patient was given 160mg/day of aspirin and 75/mg/day of clopidogrel. Heparin was given at the beginning of the procedure; total dose used during procedure was 2500iu. At the beginning of the procedure also 1mg of rolsidomine was given. Medication at discharge: heparin stopped. Taking: aspirin , beta blocking agents, ca2+ antagonists, statins, clopidogrel and angiotensin-ii receptor antagonist. Oral antidiabetic and proton pump inhibitor.